Event description:
It was reported that the target lesion was located in the mid left anterior descending artery (lad) with mild tortuosity, mild calcification and 90% stenosis. The nc trek balloon was used for post-dilatation of a xience prime stent. An attempt was made to pressurize the balloon for the first time up to 18 atmospheres (atm), but the balloon ruptured at 16 atm. Post-dilatation was performed with a non-abbott balloon catheter. There was no clinically significant delay in procedure and no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual, functional and scanning electron microscopy (sem) imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion, guide cath: nipro autobahn, stent: xience prime. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.